Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an nmi trigger. The device was tested on the bench and the reset could not be reproduced. The cause of the nmi trigger was unknown. As a result of this finding abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented to an unrelated implant procedure. The physician attempted to change the patient's pacemaker settings for the procedure. However, when they checked the device at a later time it was discovered that it had gone into backup vvi mode and the prior setting changes were no longer being used. The device was explanted and replaced during the same procedure. Patient had no consequences as a result of the event.